Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as extremely itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient can temporarily remove the device as needed. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.